Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used for dilatation of the esophagus procedure performed on an unknown date. According to the complainant, during the procedure, a balloon was inflated using the alliance inflation syringe and an alliance handle. However, the gauge did not register a change in pressure as the balloon inflated. The procedure was completed with another alliance inflation syringe and the same alliance handle. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.